Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): the customer zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
Customer reported "incorrect readings on fluke spo2 simulator: spo2 85% instead of 96%". No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. The customer zip code exceeded maximum allowable digits, zip code is as follows:(B)(4).